Event description:
The physician severed a vessel during a surgical procedure. Hospital has informed microline pentax that they will not provide pt info, this is the reason section a is blank. Hospital will not provide post-op pt info to microline pentax. The hospital can not find the clip applier that was involved in this case. They do not know the serial number.

Manufacturer narrative:
The product in question was not returned, therefore, no investigation could be conducted.